Manufacturer narrative:
The oad and guidewire were returned for analysis. Detailed analysis revealed the guidewire to be fractured and the saline sheath and driveshaft to be damaged in multiple locations. This type of damage is an indication that the device had experienced some form of resistance while spinning during the procedure, however the exact cause of the damage could not be determined. The damaged sections of the driveshaft and guidewire were sent for scanning electron microscope (sem) analysis. Sem analysis identified the presence of torsion and torsional fatigue on the fractured filars and torsion, wear, and high-stress cracking on the fractured guidewire. At the conclusion of the device analysis investigation, the reported event was confirmed. However, the root cause of the event was unable to be determined. (B)(4).

Event description:
During a peripheral orbital atherectomy procedure using a csi orbital atherectomy device (oad), it was reported that the tip of the guidewire detached and remained in the patient. After treatment of three target lesions, the device was difficult to remove over the guidewire. When the device and guidewire were removed, it was noted that the tip of the guidewire had become detached and remained in the patient. The procedure was completed with balloon angioplasty and the patient was stable.